Manufacturer narrative:
One image was submitted for investigation, no devices were returned. The image appeared to show the sideport tubing was no longer attached to the sheath hub. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the sideport tubing detachment remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the clear tubing of the device pulled away from the white hub when the device was in situ. As the hub was intact, the introducer did not enter the vascular system. Pressure was placed on the site to stop the bleeding from the open port. There were no adverse patient consequences.